Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s) no complications.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured apporx. 11mm and approx. 20mm proximal of the weld site. The proximal section of the j stiffener wire measures approx. 66mm and has migrated down lead body approix. 26mm proximal of weld site. X-ray of lead confirms j stiffener wire fractures.